Event description:
The customer reported a speaker malfunction inop on the intellivue mx400. It remains unknown whether any sound was emitted from the speaker at the time of the inop. No death or patient injury or harm was reported.